Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury. We are waiting for additional information from distributor to understand the root cause of the device failure.

Event description:
The laser system had a failure that did not allow to continue the intervention. No adverse effects to patient were reported.

Event description:
The laser system had a failure that did not allow to continue the intervention.no adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to an electrical component failure. We are unaware about patient injury.